Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the received deployed balloon, noted to be discolored. The shell and valve were blue in appearance. Four openings were noted on the radius of the shell of the balloon. The largest opening was approximately two inches away from the center patch/valve. The three smaller openings were noted to be approximately one inch away from the center patch/valve. A small fill tube was used for further device testing. A valve test was performed and the flow of di water was continuous and unobstructed. An air leak test was performed, and the balloon was leaking from five separate openings on the radius of the shell. The slit valve was noted to be discolored and blue in appearance. Under microscopic analysis, the first and larger opening on the shell was noted to be striated, consistent with damage from a surgical tool. The opening was approximately 1 inch in length. The second opening was approximately 1/10 of an inch in length. It appeared as though a small piece of the shell was missing from the second opening. The third and fourth openings were both approximately ¼ of an inch in length. The fifth opening was noted to be approximately 2/5 of an inch in length. All the openings were noted to be striated and consistent with damage from device removal tool and activities.

Manufacturer narrative:
Medwatch sent to FDA on 02/15/2017. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: precautions: each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications: possible complications of the use of orbera include: balloon deflation and subsequent replacement. Warnings: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). Deflated devices should be removed promptly

Event description:
Reported as: a patient with the orbera intragastric balloon had "bluish urine several times". Device removed and replaced due to suspected deflation.